Event description:
It was reported that further review of the xray did not identify a product abnormality. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a normal follow up visit, an x-ray was performed and a fracture was suspected. The resolution was blurred; therefore, further evaluation was recommended at the patient's next visit. No adverse patient effects were reported.